Event description:
Heartstart mrx shut down while in use. The pt did expire but not due to this as we had a backup defibrillator at the code. Due to the recalls on the equipment we are taking a back up to every code until the software update is completed. Reason for use: code blue.